Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received 2 intermittent occlusion alarms. The customer's blood glucose (bg) was not impacted due to the occlusions; however, after the second occlusion, the customer was unsure as to how much insulin had been delivered and had overcorrected causing the bg to be lowered to 50 mg/dl. The customer consumed sugar to address the low bg. The customer planned on changing the supplies on the pump.